Manufacturer narrative:
Follow-up report to document device evaluation results. The device did not heat up during device evaluation; however, the manufacturer service technician found the bearing on the driver was damaged. The bearing was replaced and the device was returned to the customer.

Event description:
It was reported by the customer that in the central sterile department of the user facility the device was found to be overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by the customer that in the central sterile department of the user facility the device was found to be overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.